Event description:
They were having a problem with impedances. No additional information was provided. Additional information has been requested, a follow-up report will be sent if additional information becomes available.